Event description:
It was reported that the patient had a right rejuvenate revision processed. Patient had acetabular loosening.

Event description:
It was reported that the patient had a right rejuvenate revision processed. Patient had acetabular loosening.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No medical records or x-rays were made available for evaluation. The event could not be confirmed. The exact root cause of the event could not be determined as the devices were not made available for evaluation and insufficient information was received by stryker orthopaedics. If the devices and/or additional information are received, the investigation results will be provided in a supplemental report.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.